Event description:
It was reported that the patient had an epidural hematoma that was not caused by the spinal cord stimulator (scs) implantable pulse generator (ipg). The suspected cause of the epidural hematoma was the use of blood thinners. The physician evacuated the hematoma and stated that the spinal cord had been flattened by the hematoma. The patient is currently paralyzed from the waist down. The patient is in a rehabilitation facility and is doing well postoperatively.